Event description:
The customer reported that the system displayed a stator not on, power off, wait 10 seconds error message, but it would not come up. An alternate system was required to complete the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and battery pack were replaced. The system was then found to be operating as intended.